Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -9.5 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On the same day different surgery the lens was exchanged for a longer length lens due to low vault. The exchange resolve the problem. Cause reported as unknown.